Manufacturer narrative:
According to the facility, the sample port detached on the catheter and catheter was replaced. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the sample port detached on the catheter and catheter was replaced.

Manufacturer narrative:
According to the customer, on (B)(6) 2025, after a urine sample was drawn and while removing the "leur-lock sampling port" on the foley tubing "the entire sampling port broke out of the foley, leaving an open hole in the catheter tubing." The customer stated that the "entire foley and bag closed system had to be removed and replaced with a new set." The customer reported the patient is "deceased" but confirmed that the patient death was not related to the reported device issue. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Update to a2: age at time of event. Update to a3a: sex. Update to a4: weight. Update to b1. Update to b5: describe event or problem. Update to d1: brand name. Update to d4: lot #, expiration date. Update to e1: name and address. Update to e4: initial reporter also sent report to FDA? Update to g4: premarket identification. Update to h1: type of reportable event. Update to h4: device manufacture date. Update to h6: health effect (e). Update to h10: related report numbers. Update to h11: additional manufacturing narrative.

Event description:
According to the customer, on (B)(6) 2025, after a urine sample was drawn and while removing the "leur-lock sampling port" on the foley tubing "the entire sampling port broke out of the foley, leaving an open hole in the catheter tubing." The customer stated that the "entire foley and bag closed system had to be removed and replaced with a new set." The customer reported the patient is "deceased" but confirmed that the patient death was not related to the reported device issue.